Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor problem of the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer was advised to removed the sensor and replaced it with new one. The patient was advised that we will replaced the sensor. No further information was reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor failed per specification with high readings. The sensor also had a bent cannula. Unable to confirm whether or not the patient received it in said condition as the sensor was returned opened/used.